Event description:
Additional information was received and it was reported that the pump went dry the last week and half in (B)(6) of 2012. The patient went through two weeks of withdrawal. It was confirmed in early march, at the pump replacement, that the pump was dry. The pump was delivering morphine when it went dry. The patient was given oral morphine by her primary care physician and that was the only thing that kept her going until the pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing more pain since changing physicians nine months ago. It was noted that initially the residual volume was 6ml and now at the last refill the residual volume was 19ml. The expected residual volume as not reported. A dye study was performed and showed that the pump system was working properly. The pump medication was changed from morphine to dilaudid and back to morphine again without relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had missed the refill because she was in jail at the time of the expected refill. The patient experienced sweating, nausea and general malaise. At the time of this report, the patient was receiving effective therapy. The pump was used to deliver morphine, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined this event was previously reported in manufacturer report # 3007566237-2011-08352. Any additional information regarding this event will be reported in this manufacturer report number. Additional information: it was reported that in (B)(6) 2012 9cc¿s were removed from the pump. In (B)(6) 2012, 6 cc¿s were removed, and in (B)(6) 2012, 19 cc¿s were removed. ¿a couple months ago,¿ the catheter was examined under fluoroscope for kinks. The physician did not see any kinks at that time, and the catheter seemed to be working fine. It was reported that the patient could have ¿nerve problems¿ potentially caused by the catheter leading to the symptoms previously reported. Referring to the numbness in the right leg, it was reported that the patient could feel pain deep in the leg but could not feel anything (pain) on the exterior of the leg. The pain went from the patient¿s foot to halfway into the groin area.